Event description:
It was reported to philips that system would not start. The device was not in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) inspected the device onsite and found an issue with the suite pc. Fse proceeded to replace the suite pc and performed a complete re-installation of the software and the needed calibrations. System was returned in good working conditions. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system equipment does not start. Upon trouble shooting, fse confirmed the cause for the issue was hardware failure. Fse replaced the suite pc, reinstalled the software and calibrated the x-ray generator. The system was returned to good working condition. The codes were updated based on the investigation outcome.